Event description:
IV infusion pump was set at 12.4 ml/hr as ordered, but the pump module had an unnoticed physical defect which allowed the 46 hour long infusion to take less than 2.5 hours. The patient required an interventional medication to reduce the risk of harm to the patient. FDA safety report ID# (B)(4).